Event description:
Device 1 of 2. Reference MFR report: 3006705815-2019-00198. 3006705815-2019-00199. The patient was not receiving adequate therapy as the stimulation was auto-reducing. There was also a shocking sensation. In turn, imaging determined the cause to be lead migration. The patient decided not to intervene with surgery.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 2. The patient was not receiving adequate therapy as the stimulation was auto-reducing. In turn, imaging determined the cause to be lead migration. As a result, the patient's leads were explanted and replaced, and therapy was restored post-op.

Event description:
Additional information was received that surgery occurred to explant the system, which addressed the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Device 1 of 2. Reference MFR report: 3006705815-2019-00198.